Event description:
Reportable based on analysis completed on (B)(4) 2018. It was reported that there was damage on the shaft of the catheter near the hub. An angiojet pe catheter was selected for use for a pulmonary thrombectomy procedure to treat a pulmonary embolism. The physician advanced the angiojet catheter through a 6f non-bsc sheath, over a .035 non-bsc guidewire. The physician then noticed a hole near the hub. A new angiojet pe catheter was selected for use. The physician switched to another non-bsc sheath. The new angiojet pe catheter was then prepared according the instructions, and the physician restarted the procedure. The catheter was used for two runs, and was then taken back to view the result under fluoroscopy. The physician felt an issue at the sheath again, and the catheter had a hole at the same location as the first catheter. A third angiojet pe catheter was used to complete the procedure successfully. 80-85% of the thrombus was removed and the physician was satisfied with the result. Three days later, the patient presented to the ICU with multi organ failure and later died on (B)(6) 2018. After review of the case, the physician stated the patient did not die due to the procedure or procedural related complications. However, device analysis revealed severe shaft damage and exposed catheter braids. Returned product consisted of a pe thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically and visually inspected. Blood was both outside and inside the device, with a mixture of fluid and blood in the attached waste bag, when received. Visual examination revealed numerous kinks throughout the shaft of the device. The shaft was also flattened and damaged 2.7cm - 3.12cm, 10cm - 11.5cm and 72.1cm -72.4cm. The damage was so severe that the outside of the shaft was rubbed off and the braiding was showing causing holes in the shaft. Inspection of the remainder of the device presented no other damage or irregularities.